Event description:
It was reported that the downstream occlusion (dso) seal was ripped and damaged. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer problem was confirmed through visual inspection. The downstream occlusion (dso) seal was replaced to fix the issue. A dso/uso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.